Manufacturer narrative:
The pump was not returned for investigation. The cause of the placement signal issue was not determined due to no product returned and inconclusive data log review. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm. The placement signal was absent and the impella flow calculation was disabled. Impella support continues.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. Corrected information was provided in h6 (health effect - impact code). Upon review, it was identified that no patient consequence code was updated to no patient involvement. Additional information was provided in d6b (explantation). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the placement signal issue was not determined due to no product returned and inconclusive data log review.